Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous shunt vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During procedure, upon first dilation, it was noted that the balloon ruptured at nominal pressure. However, it was further reported that the device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient status was good.